Manufacturer narrative:
Pr# (B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator was showing that the test load is plugged in to the therapy cable, when it was not. There was no pt involvement.